Event description:
The customer states that axsym troponin-I results of 2.3, 2.0, 2.2, and 1.8 ng/ml were reported on a pt admitted for chest pain. The pt was transferred to another facility for cardiac catheterization which showed no cardiac disease. Troponin testing at the other facility yielded a result of 0.1 (units and method not known). No pt injury was reported.